Event description:
It was reported that the patient had a pneumothorax post-operative that resulted in extended hospitalization. The patient also experienced pain and dyspnea. The thorax was drained, and the right atrial (ra) lead, right ventricular (rv) lead, and left ventricular (lv) lead remain in use. The patient is a participant in the adapt response clinical study. No further patient complications have been reported as a result of this event.